Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip for patient due to dislocated primary total hip.

Manufacturer narrative:
An event regarding dislocation of an unknown metal head and an trident liner was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event reported a dislocation between the trident liner and metal head. This event can not be confirmed. There is no allegation of failure against the trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right hip for patient due to dislocated primary total hip.